Manufacturer narrative:
Conclusions: diasorin's investigation determined that the liaison treponema assay, catalog number 310480, lot number 113025x/1 meets assay performance requirements for negative agreement and expected false positives as stated within the IFU when using the reverse sequence syphilis screening algorithm according to the cdc mmwr from february 11, 2011 (discordant results from reverse sequence (B)(6) screening, five laboratories, united states, 2006-2010, mmwr (B)(4) 2011; (B)(4)). The product continues to perform consistent with its published performance specifications. Diasorin concludes that there has been no product malfunction nor death or serious injury which can be attributed to the use of the liaison treponema assay.

Event description:
See user medwatch form, uf/importer report # (B)(4). Diasorin inc. Rec'd a complaint from (B)(6) 2012 regarding the diasorin liaison treponema assay, catalog number 310480. The liaison treponema assay uses chemiluminescent immunoassay (clia) technology on the liaison analyzer family for the qualitative determination of total antibodies directed against treponema pallidum in human serum. The presence of antibodies to treponema pallidum specific antigen, in conjunction with non treponemal laboratory tests and clinical findings may aid in the diagnosis of (B)(6) infection. The complaint alleged an increased number of reactive samples in the result upon resolution with rpr and tp-pa were negative. The lot number in question is 113025x/1 a sub lot of 113025x.